Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm n on-medtronic (trifecta) surgical aortic valve, an infold was observed. Subsequently, the system was withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed using a 26 mm non-medtronic (true) balloon, and a new transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating the following: a misload was not identified during the valve loading process; the valve was recaptured twice because it was constrained in the surgical valve; a procedural delay did not occur as a result of the infold; and according to the physician, stenosis in the surgical valve contributed to the infold.

Event description:
It was reported that upon the first deployment attempt of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm n on-medtronic surgical aortic valve, an infold was observed. Subsequently, the system was withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed using a 26 mm non-medtronic balloon, and a new transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.